Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing observed during an atrial tachy response (atr) episode. There was also an increase in atrial thresholds post implant. The physician was informed. The ra lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing observed during an atrial tachy response (atr) episode. There was also an increase in atrial thresholds post implant. The physician was informed. The ra lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.